Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter email address, fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that an implant (tsvwb13) fractured off at tooth location 19. Implant was removed.

Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 13mm (item # tsvwb13) was received for investigation. Visual inspection of the as returned product identified some bone residue and gouges around the implant surface, with fracturing around the collar as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions were noted on the per and include the patient's documented clenching habit. The reported device was located on tooth # 19 and was used for approximately 8 years. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (61827417). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 61827417) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or device (tsvwb13). Therefore, based on the available information, device malfunction had occurred and the reported event for implant fracture was confirmed. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.